Manufacturer narrative:
Csi ID: (B)(4).

Event description:
The teleport microcatheter was being exchanged for a guidewire when the tip of the teleport microcatheter fractured in the obtuse marginal (om) artery. The physician unsuccessfully attempted to retrieve the fractured component with a catheter and wires. The patient was stable after the procedure.